Event description:
A user facility reported difficulty with the haptic of an intraocular lens (iol). The iol was returned stuck in the cartridge of the iol delivery system. A nurse at the user facility verified the problem was with the cartridge, not the lens. There was no patient impact/injury associated with this event.